Manufacturer narrative:
There is no suspected device failure. Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
The baylis medical nrg transseptal needle (rf needle) together with the st. Jude agilis introducer was used for transseptal puncture in a procedure. After some time following the second transseptal puncture, pericardial effusion was observed. The rf needle, st. Jude agilis introducer, and biosense mapping catheter were in the patient when the effusion was observed. The patient was transferred to the operating room. The procedure was aborted due to the procedural complication. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.